Event description:
The peritoneal dialysis (pd) contact reported the pt was receiving drain complication message and saw fibrin on her liberty cycler. During a follow-up, the clinic reported that the pt had an orange screen on her cycler that instructed her to turn off the device. There was a fluid leak noted in her cassette. There were no adverse effects or medication intervention required.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. There was no product evaluation from the lot number in distribution center to be analyzed. The entire lot has been sold and distributed. Therefore a companion sample cannot be evaluated. A batch record review as conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.